Manufacturer narrative:
Retainer ring: black unit had blank display due to cracked case at battery tube side. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Utilizing test case, unit was able to boot up properly. Unit received with cracked battery tube threads, fading serial number label and cracked case at battery tube side. The unit p-cap / test reservoir locks in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had damage on the back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.